Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor would not boot up due to a defective programmable logic device (pld). The defective pld was not sending enable signals to the monitor power supplies for digital signal processing (dsp). The root cause of the defective pld could not be positively determined but was likely random component failure. No adverse event resulted from the defective pld. The pt received a replacement monitor.

Event description:
A (B)(6) old female pt called zoll customer support to report that her monitor would not power up. The pt was issued a replacement monitor.